Event description:
It was reported that the 9800 system had poor image quality and mixed up images in the image directory. Also the technique would track to maximum. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the hard drive were replaced during the service call. The system was tested and found to be working as intended, and put back into service.